Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product ID: l-evolutfx-2329. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a septal bulge, and left ventricular outflow tract calcium, the valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Following deployment, the valve dislodged to a depth of -15 mm on the ncc and -16 mm on the lcc. Subsequently using a snare, the valve was moved into the ascending aorta, and a non-medtronic valve was implanted. Per the physician, the patient¿s anatomy contributed to the valve dislodgement. No additional adverse patient effects were reported.